Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker firmware upgrade for cybersecurity the device exhibited backup vvi operation and the patient experienced pocket stimulation. After a device software download to the older firmware, normal device function resumed. The cybersecurity upgrade was no longer attempted and the patient was doing -ok- after the update.